Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1.

Event description:
Reporter alleged the customer received a result of hi (greater than 600 mg/dl) and 523 mg/dl on advantage system 1 compared back to back with a result of 247 mg/dl on advantage system 2 when testing was performed within 10 minutes. Reporter stated that she gave him 15 units of insulin as she normally would after the results were obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.